Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported "unable to open an implant box in a sterile way as the packaging did not open correctly. They deemed it a defect". The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: tyvek or thermoform sticking: observed delamination of inner and outer lid. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "unable to open an implant box in a sterile way as the packaging did not open correctly. They deemed it a defect". The device was not implanted.